Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not working properly. The customer¿s blood glucose level was 3 mmol/l at the time of incident. Customer was treated for high blood glucose by bolus and insulin injection for low blood glucose by drinking juice. Customer also states that insulin pump had no delivery alert. Troubleshooting was performed for high blood glucose and low blood glucose. The insulin pump will be returned for analysis.